Manufacturer narrative:
On (B)(4) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On (B)(4) 2016 a medtronic representative, following-up with the surgeon, confirmed going over details of the procedure. After performing a navigation system check-out and a software analysis, it was determined the navigation system functioned properly. The surgeon wanted to re-start the process from the beginning with merging the scans and had an issue with that. Even with using pointmerge registration and then re-selecting auto merge - the eyes from the magnetic resonance imaging (MRI) would end up in the maxillary sinus of the computed tomography (CT). After speaking with the surgeon, confirmed that this was a laser ablation procedure and the surgeon was approximately 1 centimeter superior and lateral to his target. The surgeon did not bring the patient back to the operating room (or) after the post-op scan. The surgeon believes the merge could have been the issue, however, there was no harm to the patient. Post-op scans show the medial portion of the tumor was not ablated. No further issues have been reported.

Event description:
A medtronic representative reported that, while in an electrode and probe placement procedure, the surgeon alleged an inaccuracy had occurred. They had completed a manual registration with a non-medtronic stereotactic frame and had an error of 0.9. When they completed a post-op scan of the patient, they found that they were 1 centimeter off of the plan. No further details regarding this issue were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.